Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and alarmed button error. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was 13.4 mmol/l at the time of the incident. It was stated that there was no significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. J2 lcd connector was inspected and no anomaly was noted. No moisture damage on motor or electronic assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads and missing end cap sticker.